Manufacturer narrative:
Report # 3003721894-2016-00055 is associated with (B)(4); polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us. Device qa results: this complaint is deemed to be unsubstantiated the lot/product in question was within specification and met all requirements of the release specification.

Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), device ineffective and product complaint. On an unknown date, the outcome of the accidental device ingestion, device ineffective and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, device ineffective and product complaint to be related to polident denture adhesive cream. Additional details: the patient was in his 70's and had bought 3 packs of polident denture adhesive cream 60g and reported that 1 pack of the product was good but the others were not adhesive well for the denture and he happened to swallow the product which was melted when he swallowed saliva. He returned 1 pack of the products to a pharmacy and the reporter (a pharmacist) requested the product to be switched to another product to the company. Follow up information received from qa on 23 may 2016 to conclude this complaint is deemed to be unsubstantiated and this type of complaint is believed to be caused by an individual's perception of the effectiveness of the product and this complaint was considered to be closed.

Manufacturer narrative:
3003721894-2016-00055 is associated with argus case (B)(4); polident denture adhesive cream.polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]; not adhesive well [device ineffective]; product complaint [product complaint]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), device ineffective and product complaint. On an unknown date, the outcome of the accidental device ingestion, device ineffective and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, device ineffective and product complaint to be related to polident denture adhesive cream. Additional details: the patient was in his (B)(6) and had bought 3 packs of polident denture adhesive cream 60g and reported that 1 pack of the product was good but the others were not adhesive well for the denture and he happened to swallow the product which was melted when he swallowed saliva. He returned 1 pack of the products to a pharmacy and the reporter (a pharmacist) requested the product to be switched to another product to the company.